Manufacturer narrative:
The device was returned to olympus for inspection and the customer's reported event was not confirmed. However, the following malfunction was identified during the device evaluation: no image with scope communication error code, e216. Based on the results of the investigation, the most probable cause is due to a defective circuit board in the connector. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had image flickered and scope communication error (e216) occurred. The event had occurred during the procedure. There were no reports of patient harm.